Event description:
It was reported the device shuts off during boot up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the main printed circuit board (pcb), battery flex and heart lead flex were contaminated, the upper and lower cases were broken and contaminated, the keyboard pad was cosmetically damaged, the battery drawer, battery contacts, two pcb screws, lead flex cover and battery release were contaminated, and two side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.